Event description:
Caller reported alarm 2, which involved more than one previous occlusion event that did not cause an adverse impact on the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and then resuming insulin administration. Despite the recurring nature of the occlusion issues, technical support requested a follow-up for further assistance and encouraged the customer to contact them again if the problem recurs.